Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder, air/water tube, plastic distal end cover, and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained inside the air/water cylinder, air/water channel, plastic distal end cover and nozzle could not be identified. Physical damage of the device was confirmed at the probe cover where the foreign material was remained. No physical damage was found at the air/water cylinder, air/water channel or nozzle. The legal manufacturer was unable to determine whether there was deviation from the reprocessing steps described in the instructions for use. The instruction manual states the detection method associated with the event in "gif-h185 operation manual chapter 3 preparation" and the preventative measures in "gif-h185 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.